Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found the video pin pushed in on the interconnect cable at c-arm end. Repaired the pin. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 8800 system was distorted. There was no report of pt injury.